Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen) issue. The reporter stated that the display screen was blank but the pump had audible tones. There is no alleged adverse event related to this complaint. This complaint is being reported because the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen was blank. The pump made audible tones and vibrations. The pump case was opened and the display was found to be cracked. When replaced with a test display, the screen functioned properly.